Event description:
Related manufacturer reference number: 2017865-2024-34703. It was reported that a patient presented with dislodgement noted on both the right atrial and right ventricular leads, which was confirmed via x-ray. The right atrial lead was found to have caused pocket stimulation and exhibited a helix rotation issue. Both leads were revised and replaced on (B)(6) 2024. The patient was stable throughout.